Event description:
During a restraint episode, the pt tore the posey cuff (wrist) and the strap. The plastic leather material was completely torn, resulting in full separation of the cuff & strap. This resulted in the pt freeing themselves from restraints. Since they were on a legal hold for "dangerousness", this may have resulted in serious harm to other persons (i.e., other pts & staff). Posey products: all with "synthetic leather" material product was improperly cleaned resulting in def.